Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 348 mg/dl with symptoms of dehydration (dizzy, lightheaded), polydypsia, polyuria, and a trace of ketones associated with a loss of prime issue. It was reported that the patient had a sinus and ear infection and was taking antibiotics. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the pump was dropped several times. It was also reported that the pump emitted multiple loss of prime warnings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in dropping the pump and the pump emitting multiple loss of prime warnings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: a review of the black box indicated a loss of prime warning on (B)(6) 2014 at 10:38; deliveries resumed at 11:23. An ezprime sequence and 24 hour test were successfully completed with no loss of primes occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.